Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and toward the end of the case, the valve on the vizigo sheath was broken and would not let the pentaray catheter pass through. The ablation catheter went through the vizigo sheath. The procedure continued with the ablation catheter. Additional information was received, and it was indicated that they believed that the valve was broken and would not let the pentaray through. It is unknown if the hemostatic valve dislodged inside or outside the hub. The sheath was being used on the patient and no air entered the patient¿s body. No blood return was observed. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, and back pressure test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage. The brim cap, hemostatic valve, and silicone ring were placed in its original place. A back pressure test was performed, and no issues were observed. No leakage, dislodgement, or other failure with the hemostatic valve were observed during the test. A device history review was performed for the finished device 60000312 number, and no internal actions related to the complaint were found during the review. The dislodgement issue reported by the customer could not be confirmed as the device was returned without detectable damage. No device defect was identified. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and toward the end of the case, the valve on the vizigo sheath was broken and would not let the pentaray catheter pass through. The ablation catheter went through the vizigo sheath. The procedure continued with the ablation catheter. Additional information was received, and it was indicated that they believed that the valve was broken and would not let the pentaray through. It is unknown if the hemostatic valve dislodged inside or outside the hub. The sheath was being used on the patient and no air entered the patient¿s body. No blood return was observed. There was no patient consequence.